Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittently, the pump time/date changed. Cause was not known. Although requested, pump data was not uploaded for review by tandem technical support. There was no reported impact to blood glucose. Customer reverted to using manual injections for insulin therapy.